Manufacturer narrative:
The actual complaint product was not returned for evaluation. No root cause could be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported to the distributor by the patient's wife that after the patient had a tube change the previous day in radiology at chu de nantes, the medication pump for duodopa was connected to the gastric port instead of the jejunal port. The patient complained of nausea, otherwise the treatment has been effective. No further information provided at this time.